Manufacturer narrative:
The sample has been returned to the MFR for eval. The results are expected soon.

Event description:
PICC line required changing in interventional radiology because the existing PICC's suture wing tore away from the PICC line during the dressing change when the occlusive dressing was stuck to the PICC material.